Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that she had the MRI in (B)(6) 2017 and the MRI burned everything out inside her according to a healthcare provider. The patient stated she began to experience a lot of pain after the MRI scan and prior to the scan she was receiving good therapy.

Manufacturer narrative:
H6: due to imdrf harmonization, any previously submitted method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information received from the manufacturer representative reported that the cause of the pain was not determined and the pain had been resolved. The patient¿s pain was under control. The cause of the lead impedance issue was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reiterated that she was in a car accident. The patient told the he althcare professional (hcp) that she could not have an MRI, but they put her in MRI three times and it "fried" the implant. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID 39565-65 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: (B)(6) 2017 product type lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that the patient stated they had an MRI after a car wreck. The patient told the MRI tech she had an ins but they said it was ok. After the patient's MRI or car wreck the patient stated their pain was worse. The battery was interrogated and it looked normal. Lead had high impedance on contact 10. Doctor replaced lead and battery. No further patient symptoms or complications were reported from this event.